Manufacturer narrative:
This is one event (death) of three events reported for the same pt involving two separate products; associated mdrs #1225714-2014-00273, 1225714-2014-00274, 1225714-2014-00275, 1225714-2014-00276, 1225714-2014-00277 and 1225714-2014-0078.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012, a cerebrovascular event on or about (B)(6) 2013 and subsequently expired on or about (B)(6) 2013, after the use of the product.